Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 29mm 7300tfx mitral valve was explanted after an implant duration of 8 years, 3 months due to stenosis. The patient presented with shortness of breath and arrhythmia. The explanted valve was replaced with a 29mm 11400m valve and the patient was in stable condition post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. H3: evaluation summary: report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact; heavy calcification was observed on the remaining sections of leaflets 1 and 3, and heavy calcification on leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Host tissue fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. As received, leaflets were torn/cut off approximately 8mm x 14mm on leaflet 1 and 8mm x 18mm on leaflet 3. Torn leaflet fragments were not returned, calcification was evident at the tears/cut. Sewing ring had multiple cuts around the valve. Multiple sutures remained attached to the sewing ring around the valve.